Manufacturer narrative:
Batch review performed on 23-jun-2020: lot 187144: (B)(4) items manufactured and released on 26-oct-2018. Expiration date: 11-oct-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other device involved in the event: gmk-sphere 02.12.0314fr tibial insert fixed sphere flex size 3/14 mm r lot. 1811491 (k121416). Batch review performed on 23-jun-2020: lot 1811491: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 23-mar-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 6 months after the primary, the pathogen is unknown. The surgeon performed an I&d and revised the femoral component and poly. The surgery was completed successfully.